Event description:
A report was received that the eyelets on both of the patient's clik anchors were found broken, and this was confirmed through x-ray. The physician believed that the anchors were not faulty as the patient was very overweight and was not adherent to movement restrictions. The patient underwent a revision wherein the anchor was replaced.

Manufacturer narrative:
Device evaluation indicated that the complaint was confirmed. Eyelets of the click anchors were torn. Although the root cause of the damage was unknown, both clik anchors were locked down onto a known good lead without slippage.

Event description:
A report was received that the eyelets on both of the patient's clik anchors were found broken, and this was confirmed through x-ray. The physician believed that the anchors were not faulty as the patient was very overweight and was not adherent to movement restrictions. The patient underwent a revision wherein the anchor was replaced.